Manufacturer narrative:
The insulin pump was received with no down arrow button response due to an unlocked component on the liquid crystal display keypad connector. The insulin pump was unable to perform the displacement test due to lack of button response. The unit was also received with a cracked reservoir tube lip, minor scratched display window, and cracked case at the display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an intermittently unresponsive down button. The customer's blood glucose was 190 mg/dl. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis. No further details were provided.